Event description:
In the summer of this year the pt reportedly had an allergic reaction. The pt reportedly had pain at implant site. Testing confirmed that the pt's device was functioning within normal limits. However, the decision was made to explant the pt's c1 device. The pt was reimplanted with another advanced bionics cochlear implant.